Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.50 x 12mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found a break 240mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-dec-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 85% stenosed, 10mmx3.50mm concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After a 7f 3.5 non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, a pre-dilation was performed with a 3x12mm maverick balloon catheter. A 3.50 x 12mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The lesion was again dilated but even with buddy support the stent still failed to cross the lesion. The device was removed and the procedure was completed with 3.5x13mm non-bsc stent. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a hypotube detached/ separated.